Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, it was discovered that the device was broken at the bladder end. There was no patient involvement at the time the break was discovered. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the stent loop was detached from the proximal end of the stent. The stent tear is consistent with those caused by the suture. The detached end as well as the suture was not returned. Based on the event information, the defect was identified outside the patient during preparation for the procedure. Therefore, handling damage contributed to this event. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, it was discovered that the device was broken at the bladder end. There was no patient involvement at the time the break was discovered. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.